Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the device associated with this report was returned to depuy synthes for evaluation. Visual analysis and inspection of the returned device revealed there was no damage or the defects found. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was unconfirmed as the observed condition of the 1.1mm drill bit/mini qc/45mm would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR)" product code: 513.030 lot number : f-20946 release to warehouse date : 27.mar.2017 expiration date : na supplier: (B)(4), manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10: date of concomitant therapy is (B)(6) 2023.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent orif surgery for distal ulna fracture with drill bit. When the surgeon was drilling a distal locking hole, the drill bit interfered with a hospital-owned k-wire used for reduction. When the surgeon checked an image, there was something that seemed to be a tip of drill bit near a distal ulna plate, confirming the breakage. The surgeon was able to remove the broken drill bit without removing the distal ulna plate. The surgery time was extended by about 15 minutes. The surgeon used the other drill bit to do the rest of the drilling and the surgery was completed. Fragments were generated but were removed. The surgery was completed successfully within 30 minutes delay. Patient status was stable. No further information is available. Concomitant device reported: unk - plates: trauma (part# unknown; lot# unknown; quantity: unknown). Unk - guide/compression/k-wires (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) drill bit ø1.5 w/marking l96/82 2flute this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product codes: hsz,gfa, and hwe. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E1: (B)(6) hospital. (B)(6). E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.